Event description:
A customer reported obtaining a reading of 476 mg/dl on their blood glucose meter and comparing to lab result of 177 mg/dl. The tests were reportedly performed within ten minutes. The results when plotted a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned the meter. The reading high complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. It is unknown if the customer washed their hands prior to testing, and if thy ate between tests.